Manufacturer narrative:
Additional event details provided by the onsite medtronic representative: the spine was fused from t10 to s1. The reference frame was moved down the spine at least 3 times. The reference frame was attached to t10, t5 and l2. The accuracy was verified every time that the reference frame was moved, so at l2 was the last time that the accuracy was verified. The accuracy was verified at l2, however, the screws placed on l4-l5 and l5-s1 were affected by inaccuracy issues. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout before and after upgrading the spine application. The system was found to be fully functional. The imaging system was also previously checked. The navigation system seemed to initially have difficulty seeing the left side of imaging tracker. However, it could see the patient reference frame. The rep cleaned the imaging tracker and the issue went away. The imaging system passed the system checkout and was found not to be a contributing factor to the reported issue. The formal investigation by hardware engineering concurred with the previously reported software investigation in that the system was checked out at the site confirming that the probable cause was the location of the reference frame by the user. There was no medtronic device malfunction found. The customer reported that they performed two surgeries (spinal screw placements) after the complaint and both were completed successfully with no further issues.

Event description:
A site physician reported an inaccuracy that occurred while in a spine procedure to place 18 screws to correct a spine deformity. The surgery was performed using a stealth station s7 system, an o-arm 1000 imaging system and a navlock instrument set. The surgeon placed all 18 legacy screws, using the information provided by the image guided system. When the final position of the screws was reviewed with intra-operative imaging, 4 of the screws were not in a correct position. These 4 screws were repositioned correctly without any consequence to the patient. A final review of screw placement was taken using a c-arm. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative, following-up at the site, reported the surgeon did not measure the inaccuracy. Software investigation completed. Findings are that the user was navigating multiple levels away from the frame. Accurate navigation requires a rigid connection between the reference frame and point of navigational interest. Due to the physiology of the spine, navigating multiple layers away from the reference frame causes navigational error. Software functioning as designed. This was a use error. No parts have been returned to manufacturer for analysis.